Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient underwent bilateral cataract surgery 60 days ago. The surgery went well without complications. The patient presented bilateral visual acuity of 20/20, not wearing glasses. 60 days post-operation, the patient returned complaining of severe photophobia. The physician found no issues with the surgery and no clinical findings to explain the symptoms. The physician believes the patient may have a rheumatologic inflammatory process and has prescribed corticosteroid eye drops. The physician is monitoring the patient. Through follow-up, we learned that the patient has a medical history of rheumatism and did not present any other symptoms. No additional medical or surgical intervention were performed to the patient. No further information was provided. Note: a separate report will be submitted for each lens. This is report 2 of 2.